Event description:
It was reported that the device was at elective replacement indicator (eri). It was also reported that the magnet/non-magnet electrograms did not have any electrogram but markers are present, and that vertical dotted lines were present indicating a loss of telemetry. Additionally, it was noted on the vcm trend report that right ventricular lead threshold had trended upward. The lead is still in use, and the physician will continue to monitor it. The device was explanted and replaced due to eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.